Event description:
The reporter stated that she did meter to lab comparison tests, 90 minutes apart. Her meter reading was 145mg/dl, and the hosp lab test result was 211mg/dl. She did not have any symptoms. Control testing was not done due to lack of supplies. On follow up, using new control solution, a test was in range, 122 (95-142). No harm was alleged.